Event description:
It was reported that while using bd bbl¿ sabouraud dextrose cc agar slants with chloramphenicol and cycloheximide bacterial contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
H.6. Investigation: material 297649 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 0317156 was satisfactory and no quality notifications were generated during manufacturing and inspection. Qc inspection and testing were satisfactory at time of release. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. As part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and no other complaint has been taken on this batch. Retention samples from batch 0317156 (10 tubes) were available for investigation. Each tube (10/10) showed no signs of contamination from visual inspection. For investigation, two uninoculated retention tubes were incubated for seven days. One was placed in the 33 to 37 degree c incubator and one tube was placed in the 20 to 25 degree c incubator. No microbial growth was observed in 2/2 incubated retention tubes. No returns were received to assist with the investigation. Two photos were received to assist with the investigation: the first photo shows a tube and along the slant there does appear to be bacterial like colonies. The second photo shows a closed bd carton box from batch 0317156 carton box number 027. The complaint can be confirmed by the photos provided. Based on the defect rate, no actions are planned at this time. Bd will continue to trend complaints for contamination. H3 other text : see h.10.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ sabouraud dextrose cc agar slants with chloramphenicol and cycloheximide bacterial contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "good morning, (B)(6), we've had bacterial contamination in the dermatophyte culture media. "